Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. The suspected cause was due to having a basal rate that was too high. The customer consumed carbohydrates to address bg. The customer updated their pump settings to address the event, and recommendation was made to consult with a healthcare provider to discuss diabetes management.